Event description:
The patient did not die as a result of the pump directly, but the implantation of the pump started the patient¿s downward spiral. The patient had a left side bi-lateral stroke after the pump was removed and was put on life support as a result. The patient¿s family decided to remove the patient from life support on (B)(6) 2014 and she passed away the next day. The cause of the patient death was not due to the drug in the pump. The oral medication coumadin caused the patient to bleed out into the pump pocket. When the coumadin dose was reduced it caused the embolism and stroke.

Manufacturer narrative:
(B)(4).

Event description:
It was noted the patient had a right sided stroke prior to pump implant and after removal had a left sided stroke.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient came into the clinic on (B)(6) 2014 for abdominal pump pocket site swelling and bruising. Two days later 72 cubic centimeters (cc) of blood was aspirated from the pocket site in the clinic. On (B)(6) 2014, the patient had 200 cc of blood aspirated from the pump pocket site in the clinic. The next day the patient was brought to the operating room to evacuate a hematoma from the pocket site. The following day a blood patch was done in the operating room for a suspected cerebrospinal fluid (csf) leak. The csf leak was never confirmed, only suspected around the catheter insertion site in the lumbar area. On (B)(6) 2014, an MRI showed blood in the spinal site. The patient had symptoms of increased numbness and increased weakness in the legs bilaterally. The location of the symptoms was noted as the device pocket and catheter track. The next day a lumbar laminectomy was done to evacuate the lumbar epidural hematoma and decrease the pressure buildup from accumulated blood. After the laminectomy the patient suffered a uni lateral stroke and was placed in the intensive care unit (ICU). There was a diagnosis of acute dorsal epidural hematoma with cord compression, so the catheter and pump were explanted and the patient was admitted to the hospital for observation. The patient was treated with oral antispasmodics. There was no definitive cause for the hematoma, but it was believed to have been due to increased anticoagulants after the blood patch was performed. The patient was on coumadin and anti-coagulation therapy was slowly increased after the pump and catheter implant on (B)(6) 2014. No diagnostic testing was performed or required. The patient was still in the ICU as of (B)(6) 2014. The patient passed away two days later after being taken off life support. The system was being used to deliver gablofen.